Manufacturer narrative:
Investigation results: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported there were clotting problems while using bd microtainer® tubes with k2e (k2edta). There was no report of exposure, serious injury or medical intervention.